Event description:
A healthcare facility in (B)(6) reported via a distributor that the pressure of an rd900 infant resuscitator cannot be set exactly. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint fascia and valve assembly of the complaint rd900 neopuff infant resuscitator was returned to fisher & paykel healthcare (B)(4) for inspection. A known good manometer was fitted on the complaint fascia and valve assembly and the unit was tested according to the neopuff technical manual. Additional testing to the fascia and valve assembly was performed by completely closing the maximum pressure relief valve, and rotating the pip valve adjustment knob from fully open to fully closed to check if there was a consistent rise in pressure. Results: the complaint fascia and valve assembly passed the tests specified in the neopuff technical manual. However, the pressure rise was found to be inconsistent during the additional test. A lot check revealed no other complaints of this type for lot 081112. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. It can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. New fascia and valve components were introduced in july 2010 to address the fluctuation issues. The neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff." Furthermore, the neopuff technical manual states the following: "the integrity of the system and manometer should be checked prior to first use, annual and after servicing." "Warning dropping of the f&p neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks [as outlined in the manual] before connection to a patient." A replacement fascia and valve assembly was supplied to the customer.